Event description:
It was reported that the sensor reading and blood glucose reading had discrepancy. Customer stated her sensor was way off, the sensor reading was 338 mg/dl and blood glucose was 167 mg/dl and sensor was loosing signal. Customer stated she changed the battery in the insulin pump and has not had a problem since. Customer declined troubleshooting. Customer stated needed to upload data in carelink. Customer reported stated that sensor glucose was showing low and her blood glucose was normal. Customer stated that her blood glucose reading was 157 mg/dl. Customer unable to provide data from the insulin pump for the sensor glucose versus blood glucose event. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.